Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the loosened receptacle unit was the cause. The event can be prevented by following the instructions for use which state: gently press the front panel button & power button. Equipment to be placed in proper ventilated area for heat dissipation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video scope cable was not locking with processor on the video system center. The issue was found during maintenance. There were no reports of patient harm. The device was returned and evaluated; there was an intermittent image issue (blackout) due to a loose receptacle unit. The following reportable malfunction was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the reportable finding identified in b5, the receptacle was found to be loose and dust was found inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.